Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system device 72202469 received. This device was received in good condition. T1 has been deployed. T2 remains in the delivery needle track. The actuator is in a lifted position; up and away from the needle in the opposite direction from the needle¿s curve. The device would not deploy t2. T2 was manually removed which then allowed the actuator to return to deployment position. It appears that the suture was bound up under the lifted actuator. Once freed the device would then cycle properly. Cause of initial condition cannot be determined. No further investigation warranted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the t1 deployment, the t2 implant would not deploy. T1 and t2 were completely removed from the patient. A backup device was available to complete the procedure. No patient impact was reported. A delay in the procedure of less than 30 minutes was reported.